Event description:
The manufacture representative reported a migration of extension adaptor. The event was potentially due to during a replacement of dressings due to allergy, by a specialized nurse mid trial, the lead may have been pulled. The incision was extended to access the connector and be able to undo it, to fit the ipg. Surgeon intervention to increase incision length to access connector and be able to undo the set screw.

Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot# va2esua, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 05-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.